Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8215584, expiration date: 2019-05-31, manufacture date: 2018-08-03. Medical device lot #: 8187608, expiration date: 2019-04-30, manufacture date: 2018-07-06. Medical device lot #: 8099550, expiration date: 2019-01-31, manufacture date: 2018-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill for lot 8099550 with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. The samples were evaluated and the customer's indicated failure mode for overfill for lot 8187608 and 8215584 with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences for lot 8099550. For lot 8099550 CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. For remaining lots, based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.